Event description:
It was reported that the generator was interrogated in the packaging and an end of service message was observed. The device was possibly exposed to cold temperatures during transport between hospitals, but had been inside of the hospital for approximately 3 hours before being interrogated. A review of device history records for the generator shows that no unresolved non-conformances were found. Product analysis of the received generator was completed and indicated the battery was nearly full with less than one percent of the battery consumed. The reported end of service message was not able to be reproduced. No additional or relevant information has been received to date.

Event description:
Further information was received after the data from the programmer on the day of the event was analyzed and reviewed. It was found that the device had not actually reached end of service. Instead it had showed near end of service upon interrogation. The data displayed was from an automatic measurement taken 5 minutes before this interrogation. That automeasure showed a battery voltage that confirmed the battery status indicator seen, but was inconsistent based on the charge consumed. However, the temperature of the generator of the battery was also measured and showed that it had reached a temperature below the minimum operational temperature and below that used during verification testing. No other anomalies were seen in the data and no additional relevant information has been received to date.